Event description:
It is reported that customer experienced display anomaly. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored and had no display anomaly noted; the display screen functioned properly after battery change. The insulin pump was received with minor scratched display window, cracked reservoir tube lip.